Event description:
Part: nt821731c - when trying to collect csf, the plastic access port cracked. Customer ensures they did not overly tighten the syringe. Because of the damage, customer had to replace the entire system. Customer also claims this causes errors with injection or aspiration with the port due to the air leak from the crack. It was confirmed there was no delay in surgery but additional medical intervention was required due to having to replace the system.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). No associated capas. Complaint history review/trend analysis: 3 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731 c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the root cause of the customer's complaint could not be determined as the device was not returned to be evaluated and no additional information was provided regarding the incident. The device history record could not be reviewed as the customer did not report the lot number of the device. However, all eds product device history records are reviewed, only product that meets all specifications is released to finished goods.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Per received complaint form, product is not available to be returned for evaluation. Serial number of the affected part was not provided. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk as per hazard ID 4.27, severity - 11 in natus doc-035405 eds 3 external drainage system risk analysis. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c - when trying to collect csf, the plastic access port cracked. Customer ensures they did not overly tighten the syringe. Because of the damage, customer had to replace the entire system. Customer also claims this causes errors with injection or aspiration with the port due to the air leak from the crack. It was confirmed there was no delay in surgery but additional medical intervention was required due to having to replace the system.